Manufacturer narrative:
Evaluation summary: evaluation was performed and the air in line printed circuit board (all pcb) failure was confirmed. Inspection of the device revealed failure code 810:04 caused by an all sensor that needs calibrating. The pump head module (phm) was replaced in the pump to correct this failure.

Event description:
During product evaluation, the pump's air in line printed circuit board (all pcb) was found to be out of specification. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.